Event description:
It was reported that the patient underwent fascia closure on (B)(6) 2015 and suture was used. When the patient was going to be taken to the bed, the fascia opened. The patient was eviscerated and had to be anesthetized again the close the wound. The condition of the patient is reported as good. Additional information has been requested.

Manufacturer narrative:
The suture was used in fascia. The dehiscence occurred immediately after the procedure, when the patient was transferred to the stretcher. During the reoperation, the suture appearance was described as being like a cut. Conclusion: one opened sample of suture approximately 5.25 inches long was returned for evaluation. Upon visual evaluation, no observable anomalies noted. The device was functionally examined for strength and met requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.